Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken locking bolt is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The implant surgery was completed without complications. The broken locking bolt does not present any risk of injury or death to the patient. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016, that during a sign im nail implant procedure to repair a fracture of the left femur; the locking bolt was broken trying to remove it.